Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log confirmed ¿upstream occlusion¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion after delivery in the area c medicine department. There was no patient involvement. No additional information is available.